Event description:
The patient was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged seal in the pump housing, but demonstrated that insulin delivery was operating within required specifications and delivery accuracy.